Manufacturer narrative:
Product analysis: the clf device was returned within a sealed biohazard bag. Within the bag, the device was contained within the plastic transport tray. The device label sticker was also returned with the device and indicated lot number 193010099. No ancillary device or images from the procedure were received with the device. Visual inspection of the returned clf revealed a bend in the coil segment. It was noted that the fep was damaged at the location of the bend in the coiled segment. Further inspection revealed that the fep had bubbled which was consistent with melting. A hole was noted in the fep and a portion of the coil was exposed. A dark red substance was noted on the fep which was consistent with blood; no soot was observed on the device. During functional testing the device successfully connected to the rfg2 generator and successfully passed testing with no temperature errors noted. The catheter did not rise above 120c during testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a closurefast catheter with an rfg2 generator during treatment of both the patient¿s great saphenous veins (gsv). The IFU was followed. The temperature was reached. It was reported that soot was seen on the heating coil after treatment of the first gsv. The coil was reported to be damaged, but it was not exposed. It was reported the catheter appeared like it was burnt proximally near the thermocouple. There was no coagulant build up on the heating element. Two to three ablations were delivered per segment. No vessel damage was noted. A second catheter was opened and used for treatment of the second gsv. No patient injury reported.